Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated due to a change in b1 classification. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.

Event description:
Rep reported that the surgeon was unable to visualize any markers on xray, unable to determine orientation and unable to accurately determine setting via xray. Surgeon decided to xray the patient at patient follow up. No adverse consequences to the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated due to a change in b1 classification. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.